Manufacturer narrative:
Lot 1551797: (B)(4) items manufactured and released on 04 march 2016. No anomalies found related to the problem. To date, this is the third case that has been reported on the same lot. Visual inspection performed by r&d product manager on 03 may 2018. For this inspection, also the photos provided in phase of notification have been taken in consideration. The impaction plate had the locking disk separated from the device, while the rest of the plate was without any particular damage or incorrect functionality. The event could have occurred due to excessive forces applied to the plate during its use, or excessive torque applied to the instrument during the unscrewing.

Event description:
While tightening the cup onto the impaction plate, the metal washer piece popped out. A secondary instrument was used to complete the surgery successfully. No delay. Additional info received from the agent on may 3, 2018: the tech was loosening the outside prongs prior to engaging it to the cup. The small metal piece came off at that point before he assembled the cup. It was never used near the patient.